Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from 21-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 3, assay operations, states the following: calibration errors could be caused by the following: the calibrator has been left for more than 1 week after dilution or has been left at room temperature for a long period of time. The filter or column is clogged and the pressure is high. There is a leak. Samples other than the calibrator were assayed. While in the automatic calibration mode, if a sample other than the calibrator sample is placed in the first and second positions and assayed, a calibration error will occur or the calibration factors may be calculated based on the values obtained with the samples. The most probable cause of the reported event was possibly due to operators' errors.

Event description:
On (B)(6) 2017 a customer reported that on (B)(6) 2017 two (2) of their (B)(6) samples for hemoglobin a1c (hba1c) failed on the g8 instrument. (B)(6). The customer provided chromatograms, which showed that both survey samples were run by different technicians over several hours. Sample gh5-13 was run in calibration mode, which would explain why the result submitted was incorrect. Sample gh5-14 was not barcoded; therefore, the tosoh technical support specialist was unable to verify whether the correct survey sample was run. The customer reported that the survey samples were no longer available in order to repeat them. On 16-jan-2018 the customer reported that new (B)(6) samples were obtained and values were all within acceptable range.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, (B)(4) per exemption number e2017013.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.